Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was running hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was running hot during testing was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the shaft of the device did not rotate, and the bearing and gear were corroded. It was further determined that the device failed pretest for visual assessment (cosmetically unacceptable) and laser marking fail. The assignable root cause was determined to be due to wear from normal use over time and improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.